Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Physician became aware that the battery was considerably lower than expected for a relatively new device. Also, this device longevity dropped from 10 years to 1 year in a span of 15 months. This device remains in service. No adverse patient effects were reported.